Event description:
It was reported that a cat underwent an ovariohysterectomy procedure on (B)(6) 2014 and suture was used. This cat chewed out its skin sutures the night after the procedure. The internal suture was thought to be intact at that time. The following day it was noted that the suture either broke or the knot untied.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.